Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Surgeon had trouble locking threaded pegs and standard pegs into head of s3 plate. Surgeon used proper technique and tried various trouble-shooting methods suggested by depuy to lock screws. This caused a surgical delay of 35 minutes.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Although the complaint is non-verifiable, a complaint search by product code was completed and found previous complaints for this failure mode. Patient anatomy and surgical technique can impact the peg engagement even if the product is within specification. This is discussed in dva-104443-dfmea and dva-104443-rmr and is approved with an ifr (investigate further reduction) designation. Although the risk is considered acceptable per the rmr (risk management report), product development, quality and marketing are investigating ways to further reduce the occurrence of peg engagement issues. (B)(4) was opened on (B)(4) 2011 to determine if any additional actions may decrease the likelihood of peg engagement issues. Any root cause and/or corrective actions will be documented in (B)(4). Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.